Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and the right atrial (ra) lead exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.